Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 400 mg/dl with an unknown cause. Customer required assistance from contact to pick customer up from school due to sickness from elevated bg. Multiple contact attempts were made by tandem technical support to follow up regarding the issue, however no response was received.